Event description:
It was reported that the patient felt diaphragmatic stimulation of the right ventricular (rv) unipolar epicardial lead. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: t510c27 tissue valve; t505u227 tissue valve, implanted: (B)(6) 2014. (B)(4).